Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the software error was displayed during interrogation due to a single bit flip in the product code. When the product code was downloaded, normal function ensued. Despite extensive electrical testing, the single bit flip could not be reproduced.

Event description:
It was reported that the pulse generator could not be interrogated. Attempts to download the software were unsuccessful. On (B)(6) 2010 the estimated longevity was 2.5 years. The device was removed.